Event description:
It was reported that the patient had a no external power alarm on the morning of (B)(6) 2024 at 01:06:28. They also had a series of no external power alarms later that morning which stopped. The patient reported hearing many no external power alarms in the evening on (B)(6) 2024 which the patient was unable to troubleshoot. After failing to troubleshoot, the patient called a physician. These alarms started at 19:12:12. The alarms ceased when the patient stopped moving. The patient noted damage to the case of their controller. The patient called the ventricular assist device (vad) coordinator and reported alarms of intermittent pump stoppage, and noted that one of the power cables on the patient's primary controller was "frayed and beaten up". When a picture was sent, it was noted that some of the wire was exposed and the silicon sheath/covering was torn open. The patient's caregiver performed a controller exchange while being talked through the process by the vad coordinator. During the controller exchange, the patient reclined in a chair and appeared to have a brief loss of consciousness. The controller was swapped out at 8:48 pm. The patient was brought to the hospital for further evaluation and treatment. They were transported without issue. No further alarms were noted. A review of the log files revealed several no external power alarms on (B)(6) 2024 that appeared to only occur when the patient was connected to the mobile power unit (mpu). The patient reported that their mpu had a v-lock connector on the ac power cord, that the ac power cord did not come loose at the wall outlet or at the back of the mpu, and that there were no environmental circumstances that would have affected ac power at the time of the event. The patient was asked to bring the mpu into the next clinic visit to check it. The vad coordinator noted damage to both power cables of the exchanged controller, and did not appreciate damage to the controller. The patient reported having power cable disconnect alarms when they were on both batteries. The frequency of the alarms increased when they moved. The patient did not experience any pump stops with alarms prior to the controller change out. Related MFR # 2916596-2024-01421.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
B1/h1: report type corrected from malfunction to serious injury. D1: brand name corrected. D4: catalog number and UDI corrected. H6: clinical code corrected to loss of consciousness. Manufacturer's investigation conclusion: the reported event of no external power alarms, damaged power cables, and damage to the controller case was confirmed via log file analysis and evaluation. A review of the controller event log files, extracted from (B)(6), contained data spanning approximately 3 days ((B)(6) 2024 per timestamp). On (B)(6) 2024 from 1:06:24 ¿ 1:06:28, 9:30:56 ¿ 9:31:23, 9:31:40 ¿ 9:31:43, 19:12:12 ¿ 19:12:35, 19:12:36 ¿ 19:12:49, and 19:12:57 ¿ 19:12:59, while connected to the mobile power unit (mpu), no external power, low power hazard, and power cable disconnect alarms activated. This was due to the relative state of charge (rsoc) and bus voltages associated with both power cables simultaneously falling to 0 v (volts). The alarms resolved once external power was restored or a power source exchange to batteries was performed. Pump operation was not affected. The driveline was disconnected on (B)(6) 2024 at 20:48:32, consistent with the reported controller exchange. Customer submitted images revealed damage to the black and white power cables of the patient¿s system controller. Visual inspection of the returned heartmate 3 system controller (serial number: (B)(6)) confirmed tears in the outer polyurethane jackets of the power cables and cosmetic damage to the controller case. The system controller underwent preliminary and functional testing and passed without issue. The power cable jackets, and underlying layers were removed. Damage was observed on the black power cable¿s green (positive power line), brown (battery gauge), and orange (unused) wires and the white power cable¿s black (negative power line), brown, black/white (negative power line), green, and clear (positive power line) wires. Per the provided information, no further alarms have been noted since the controller exchange. The root cause for the no external power alarms was unable to be conclusively determined; however, damage to the system controller¿s power wires, resulting in wires shorting to ground, is consistent with causing losses of power to the system. The root cause for the damage to the controller was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power, low voltage, power cable disconnect, and backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook section 6 - ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 instructions for use section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.